Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 2 of 2 reference MFR report: 1627487-2017-04959. It was reported the patient complained of a painful pulling in the back of her neck at the location of the occipital (off-label) placement leads. The patient also stated she was not receiving effective stimulation coverage from her occipital leads. Reprogramming of the patient's scs system did not provide resolution. X-ray taken indicated the patient's leads migrated. Additionally, the patient's physician believes scar tissue may be causing the painful pulling and it should resolve overtime. The patient's stimulation therapy was turned off in the mean time. Surgical intervention may be taken as the next course of action.

Event description:
Device 2 of 2, reference MFR report: 1627487-2017-04959. Follow up information received identified surgical intervention was taken and the patient's leads were repositioned. Additional follow up identified effective stimulation therapy was restored.